Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a missing sensor wire was reported. The sensor was inserted into the abdomen on (B)(6) 2018. Upon removal of the sensor, the patient stated they were not sure if there was a sensor wire or if it was still in the skin. Further contact was made with the patient on (B)(6) 2018 and the patient stated they went to see a general practitioner (gp) and the gp advised the patient that they do not think the sensor wire is in the skin and stated for them to come back if the affected area starts to swell or get irritated. No symptoms or injury were reported. At the time of contact, the patient was doing fine. No additional patient or event information is available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.